Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient went to the healthcare provider (hcp) in (B)(6) because it wasn't working very well. Patient stated the therapy stopped helping and it was also in (B)(6). She was still on program they moved her to and it had helped but she wanted to help a little more, so she had just increased stim to 1.8v. Patient stated when she went to the hcp in (B)(6), they noticed she had a rash on her crotch area but she was informed by hcp that it was not related to the device. Patient stated after she went there and they changed programs, it went away.

Event description:
Additional information was received from the patient. The patient reported that they had notified their managing physician about the loss of therapeutic effect. The patient noted that there was no change that may have led to the loss of therapy and the device not working. The patient reported that the loss of therapy and device not working had not been resolved. The patient noted that they changed programs and had a loss of control at least 10 times since being seasonal in florida. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.